Event description:
The customer contacted stryker to report that the main keypad of their device would not work. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representaive evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause of the reported issue could not be established.